Event description:
It has been reported to philips that the system did not finish booting up. It stopped at the 0:00 count down. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and identified that the system was failing to start. The fse reseated all three grabber cards and performed additional tests, which passed, yet the system remained unbootable. An analysis of the system log files revealed a lack of ip addresses for the generators. During troubleshooting, the fse noted the absence of visible power and fan lights on the dc power supply (dcps) and found no dc output from the gpdu. Although the fse had previously replaced the dcps in a similar case, the problem persisted. The fse then rebooted the system in safe mode to conduct configuration checks and discovered that the system was not communicating properly, with the flexvision configuration set to "no flexvision/cockpit." After downloading the board software to a flexvision pc, the fse selected the appropriate option, "ep cockpit xl," to implement the necessary changes. However, upon rebooting, the system was again stuck at the 00:00 boot-up message. The fse returned to safe mode to gather error logs for submission to nss, confirming that the flexvision pc passed the igt test tool 1.2 software checks. Nss indicated that the flexvision pc generated numerous irrelevant errors. Following this, the fse shut down the system, which then booted normally, allowing for a review of the flexvision inputs. Due to the sporadic nature of the issue, the fse ordered a new pc for a permanent solution. As a temporary measure, the fse disassembled the flexvision pc, checked all connections, reseated the memory and grabber cards, and reinstalled the system. The fse also redownloaded the flexvision application software, successfully configured the pc, established connections to the tsms, and applied a temporary screen layout and cockpit setup, which provided a short-term resolution. The defective flexvision pc was returned for analysis and concluded that the motherboard and psu were faulty. To resolve the issue permanently fse replaced the flexvision pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.